Event description:
It was reported that during a proximal femur fracture procedure, the drill bit tip broke into pieces when the surgeon was drilling over the 3.2mm guide wire, and into the femoral head. The broken pieces were retrieved with a pituitary rongeur and then discarded. The main portion of the drill bit was retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that the drill bit was returned with the 6mm diameter tip broken off. Part shows burrs and material discoloration at the break site. There is significant damage to the cutting edges on the tip and along the flutes and minor scratches and wear marks are present on the shaft. The damage is potentially consistent with usage in the field. The remaining undamaged pertinent features related to the complaint were inspected and found conforming. Based on the specifications at the time of the original manufacturing, the evaluation of the remaining part of the drill bit performed on the unknown cause, this complaint is deemed indeterminate. Due to the low occurrence rate and life of the product there does not seem to be an apparent design issue. Therefore the complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).